Event description:
The procedures performed were a laparoscopic aided vaginal hysterectomy, anterior and posterior colporrhaphy with pinnacle repair, anterior repair, and obtryx halo vaginal sling.

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury. The pt experienced pain due to eroded mesh, add'l medical treatment and procedures.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).